Manufacturer narrative:
Follow-up # 1 date of submission 05/12/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed that multiple cs 128 replace battery alarms were recorded. Visual inspection revealed that the battery compartment was cracked below the grip pad. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump powered on to the ¿verify¿ screen. After confirming the ¿verify¿ screen the pump emitted a hard cs 128 replace battery alarm. The pump case was removed and no evidence of moisture or loose components was found inside the pump. A voltage signal reading was conducted on a component of the printed circuit board and was found to be above the required specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that multiple new batteries were used without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).